Event description:
Whisper wire prolapsed in the vein. As it was pulled back into the lv lead body it become wedged and could not be removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).